Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.00/2.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced refractive surprise and elevated iop. Lens remains implanted. For status of the eye " patient cannot read anymore " was reported. For additional information the reporter reported " high iop os: problem resolved with diamox and pressure was after using diamox 20 mm hg. Probably some visco remained in the eye. But the pupil in this eye is still asymmetric? They dont know what is the cause of this refractive surprise. Doctor wants to do a laser to solve the refractive surprise." If additional information is received a supplemental medwatch report will be submitted.